Event description:
During the implantation procedure of the subject device, it was reported that the df-1 port plug gave a lot of resistance while being introduced into the svc port. The pin came only slightly past the distal connector block.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.